Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 225 mg/dl and was 418 mg/dl at the time of call, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer had a headache. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer was not able to check for leaks or air bubbles due to being visually impaired. There were no site or insulin issues. Customer declined to check if settings were correct. Customer reported that insulin in insulin pen was a different type of insulin that what was in insulin pump and blood glucose continued to rise with insulin from pen. Customer was advised to follow up with healthcare professional.